Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, all bands deployed at the same time. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 device was analyze, and a visual evaluation noted that the handle assembly was returned with the device. No damage was observed to the handle assembly itself. It was noted that the trip wire was kinked, and it was rolled in the handle assembly and there was evidence that it was secured in the handle slot. The slack was removed properly, the suture loop was intact and the crimp was present on the trip wire. The suture and the suture knots were attached to the trip wire and were intact. Additionally, the ligator head and the bands were not returned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the physician used the device into fundus of the stomach this could affect the deployment activity since the intended use of the device is for esophageal varices and anorectal hemorrhoids. The reported event was confirmed. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. This indicates problems traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and indicated the device was used in a manner inconsistent with the labeled indications, as it was used in the "fundus of the stomach."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, all bands deployed at the same time. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.